Event description:
It was reported that the patient had a driveline power fault. The modular cable was exchanged. The exchange resolved the fault.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. It was reported that the patient experienced driveline power fault alarms that were associated with beeping and a flashing yellow wrench symbol. The modular cable was exchanged. It was further communicated that exchanging the modular cable resolved the alarms. The modular cable was not returned for evaluation. The system controller event log files contained events from 22apr2025. A driveline power fault alarm, associated with power a line faults, became active on (B)(6) 2025 at 08:44:47 and persisted until 14:11:44 when the driveline was disconnected to complete the reported modular cable exchange. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for modular cable, lot number 7096457 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.